Event description:
Gave a bolus to my pain pump. Pump filled with dilaudid and baclofen. Became very sick. Vomited many times. Very light headed. Pump has been recalled. Medtronic, model #8637-20. Says bolus attempt could cause over or under dose.